Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is unable to establish communication with the new ipg via the patient programmer or charging system. Various troubleshooting methods were undertaken to rectify this matter including the use of a different programmer and charging system, but the communication difficulties persisted. Surgical intervention will be undertaken at a laser date to replace the patient's ipg.